Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings: it was confirmed that the endoscopic image disappeared when a load was applied to the image unit cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the disconnection of the image unit cable. There is possibility that the disconnection of the image unit cable was caused by the stress during assembly and repair or external factors during handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; the imaging cable was twisted. There is possibility that the cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was noisy and disappeared when the user operated the angulation function. There was no report of patient injury associated with this event.